Manufacturer narrative:
(B)(4). Investigation result of stent kinked. The investigation result of stent deformed. A visual evaluation of the returned device found that the stent was kinked along the drainage holes and buckled for approximately 0.8cm from the proximal end and its proximal tip was deformed. The push catheter and pull wire of the delivery system were also found kinked; and the pull wire cap was detached and missing. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the stent would become difficult to deploy and could cause kinks and deformation on the stent due to forcible attempts to deploy the device. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, they had difficulty pulling back the stylet of the delivery system. The nurse pulled the device forcefully which then resulted in the detachment of the pull wire cap. They continued to deploy the stent with the use of kelly forceps clamped around the pull wire; however, the stent was not deployed properly, most of it was outside the ampulla. They removed the stent and completed the procedure with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Investigation results revealed the stent was kinked and deformed, therefore this event has been deemed an MDR reportable event.